Event description:
Complainant alleged that during a routine shift check by a clinician,that there was a device failure. The device was evaluated at zoll medical corporation and it was found that the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.